Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x32mm promus element ¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and additional dilation was performed with a 2.5x15mm non-bsc balloon catheter. The physician would like to introduced the promus element ¿ stent again; however, the physician noted that the distal segment of the stent was a bit open. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while advancing the device to the lesion site. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.50x32mm promus element stent was selected for use and advanced but failed to cross the lesion. The device was removed and additional dilation was performed with a 2.5x15mm non-bsc balloon catheter. The physician would like to introduced the promus element stent again; however, the physician noted that the distal segment of the stent was a bit open. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.